Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient experienced pain. Pus and soft tissue growth around the implant was present. Implant was removed.